Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was 130 mg/dl. Reportedly, the customer did not have alternate insulin therapy available and declined further follow up from tandem technical support.